Event description:
It was reported by repair work order that the cot will not release from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.